Manufacturer narrative:
It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patients stimulation was turned on and off with posture. It was mentioned that a hairline fracture was noted as impedances change with posture from sitting to standing. No further course of action needed at this time.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model number/catalog number: sc-2218-50, serial number: (B)(4), batch/lot number : 19535090, model/catalog description: linear st lead kit 50 cm. Model number/catalog number: sc-1132, serial number: (B)(4), batch/lot number : 21140565, model/catalog description: precision spectra ipg.

Event description:
A report was received that the patients stimulation was turned on and off with posture. It was mentioned that a hairline fracture was noted as impedances change with posture from sitting to standing. No further course of action needed at this time.

Event description:
A report was received that the patients stimulation was turned on and off with posture. It was mentioned that a hairline fracture was noted as impedances change with posture from sitting to standing. No further course of action needed at this time. Additional information was received that the patient leads show multiple impedances.

Event description:
A report was received that the patients stimulation was turned on and off with posture. It was mentioned that a hairline fracture was noted as impedances change with posture from sitting to standing. No further course of action needed at this time. Additional information was received that the patient leads show multiple impedances. Additional information was received that one of the leads was repositioned. The patient was doing well postoperatively.